Manufacturer narrative:
Quality control results were reviewed; the results are within the laboratory's specifications. The field service engineer (fse) conducted routine maintenance on this instrument the day after this event ((B)(4) 2009) but prior to the customer notifying the manufacturer. The fse made a return visit to the facility and replaced the glucose module. The specific root cause of this event cannot be determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4), 2010 for additional reportable events.

Event description:
Customer reported to beckman coulter inc, (bci) that an erroneously low glucose cup result was generated by the unicel dxc 800 synchron system. The result was reported out of the laboratory. The care giver noticed a discrepancy in results between the system generated result and that provided by a point of care device. The sample was re-run and the results were within expectations. The corrected results were reported. There was no change in the patient's care since the caregiver noted the discrepant result.